Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a vizigo sheath and that the physician kept getting air on the side port of the vizigo¿ sheath. No air was introduced into the patient; the physician was flushing the side port with it turned off to the patient. The physician tried multiple times to aspirate and manipulate the tubing on the side port to get rid of bubbles. The vizigo¿ sheath was replaced, and the problem was resolved. The case continued. There were no neurological symptoms since the procedure was completed.